Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The blender module assembly was replaced. The unit passed performed operational verification procedure (ovp) and performance check. All work accomplished per vela service manual rev. F. Ventilator is operational and meets the original equipment manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that vela cf plus was on the patient when they noticed that the vte readings were half of the set tidal volume. The ventilator did not give any alarm. The patient was moved to another ventilator. The customer confirmed that there was no patient harm associated in the reported event .

Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6 and h10 result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Investigation revealed that the missing receptacle top and two o rings was the cause of leak.